Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a pre-check prior to an atrial tach ablation, the right ventricular (rv) lead had high/unstable thresholds. It was also reported that the right atrial (ra) lead was not capturing at eight volts. The rv lead was reprogrammed and remains in use. The atrial lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.